Event description:
A few days before 04/28/1997 the account stated they had three samples give negative results which were later shown to be positive following a comparison at the clinic. This involved a woman who entered the emergency room for abdominal pains. The testpack hcg combo plus result was negative and the clinical conclusion was ectopic pregnancy. Additional information has been requested.